Manufacturer narrative:
(B)(4). The analysis results showed that one cr40g cartridge reload was received with no apparent damaged and void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test could be performed due to the condition of the reload. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2017. Batch # j5hw4v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: how was the procedure completed? The procedure completed with manual anastomosis. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? If no, please describe how ¿the device did not staple well.¿ the staple were not formed properly that was the complaint from the surgeon. The following information was requested, but unavailable: what type of procedure was the reload used in? Were there any staples missing from the staple line?

Event description:
It was reported that during an unknown procedure, did not staple well. The surgeon did manual anastomosis. It is unknown how the procedure was completed. There were no adverse consequences for the patient.